Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: non biosense webster inc. - st. Jude medical sl1 sheath. (B)(4).

Event description:
It was reported that a patient underwent a redo (5th) ablation procedure for wolff-parkinson-white with a thermocool smarttouch sf uni-directional catheter and suffered a cardiac tamponade requiring a pericardiocentesis. The patient¿s medical history was unknown. All catheters were inserted into the heart via the femoral veins and femoral artery. A transseptal puncture was performed under fluoroscopy and intracardiac echocardiography guidance. The thermocool smarttouch sf uni-directional catheter was inserted retrograde via the aorta, into the left ventricle (lv), and up to the mitral annulus. During mapping, while maneuvering the sheath across and around the left atrium, significant force was used. The thermocool smarttouch sf uni-directional catheter was zeroed and mapping resumed. The patient became hypotensive. An effusion was confirmed in the posterior lv via intracardiac echocardiogram. The pericardiocentesis yielded an unknown amount of fluid. Mapping resumed. A second effusion occurred. The patient became hypotensive again. A second pericardiocentesis yielded an unknown amount of fluid. Ablation was performed. The patient became hypotensive a third time. A third pericardiocentesis was performed. The patient was reported to be in stable condition at the end of the procedure. There is no information about the hospitalization. The physician indicated that this event was not the fault of the thermocool smarttouch sf uni-directional catheter. It was also noted that prior to retrograde insertion of the catheters via the femoral veins and femoral artery, the st. Jude medical sl1 sheath side port broke off. Attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The additional information was received on january 4, 2017. The patient was male and greater than 40 years of age. They had previously gone transseptal, had mapped in the left atrium, and had ablated. They were unable to abolish the pathway, so the physician decided to do a retrograde approach. Upon access to the left ventricle, the patient's pressure dropped. By the end of the procedure, the patient had improved greatly. The physician expected the patient to fully recover. The patient did require extended hospitalization. It was noted that the patient had 4 previous failed ablation attempts for wpw syndrome at two other facilities. There were no other factors cited that may have contributed to the adverse event. Transseptal puncture was performed with an unspecified needle. Sheath used was a st. Jude medical sl1 8.5 french. Generator was set on power control mode. Generator parameters at the time of injury were not reported, as the injury was not noticed during ablation. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. Irrigated catheter flow was set on 15ml/min during ablation. Patient received anticoagulant during the procedure with activated clotting time maintained in a therapeutic range. There were no error messages observed on the carto system. Manufacturer's ref. No: (B)(4).